Event description:
It was reported that the platform indicates user advisory 02 (compression tracking error) during checkout (no pt involvement). No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.